Manufacturer narrative:
Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device ruptured. Additional information was received on 14may2021. The angio-seal device did not rupture; however, the patient developed a hematoma.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. IFU states: "bleeding or hematoma - apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses." The complaint cannot be confirmed since no sample is available. The exact root cause of the alleged failure cannot be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.